Manufacturer narrative:
Product complaint # (B)(4). (B)(4).to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the surgeons opinion was the patient seroma related to the dermabond? In the surgeons opinion did the ethicon devices cause or contribute to the reported events ? Is there any alleged deficiency relating to ethicon product? If yes, were the cases discussed in this article previously reported to ethicon? Can specific patient demographics be provided for the subjects of this article? If so, please also include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used? Do you have any photos? Reference attached literature article: citation: journal of endourology, december 2003; 17(10):899-903.

Event description:
It was reported in a journal article (title: octylcyanoacrylate skin closure in laparoscopy) that a patient underwent a laparoscopic surgery for rapid closure of trocar sites on an unknown date and suture was used for subcuticular closure. Postoperative complications may have included a small seroma which healed by secondary intention after skin opening and drainage. Additional information has been requested.